Event description:
Medtronic received information that a transcatheter bioprosthetic aortic valve (serial not reported) was implanted in a (B)(6) male patient. Post-implant measurements showed moderate paraprosthetic aortic regurgitation (ar) with moderate mitral regurgitation (mr). A transthoracic echocardiogram (tte) revealed the bioprosthetic valve was inappropriately deep, positioned 30 mm below the aortic annulus, and causing non-coaptation of the mitral valve¿s right coronary cusp. An electrocardiogram showed a new left-bundle branch block (lbbb) associated with a pre-existing right-bundle branch block (rbbb). One day post-implant, a dual-chamber pacemaker was implanted. Thirteen days post-index the patient underwent a median sternotomy procedure. An intramural hematoma was noted in the proximal ascending aorta. The bioprosthetic valve was explanted and successfully replaced by a bioprosthetic tissue valve, resulting in restored sinus rhythm and valvular competencies with no evidence of ar or mr. The lbbb also resolved and the patient was discharged in stable sinus rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Additional information from the physician/author and the implanting physician stated that the explanted transcatheter bioprosthetic valve was discarded, and that no further information is available due to the length of time since the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.